Manufacturer narrative:
Correction: d1 (brand name), d2 (cardiac resuscitator, line-powered), d3 (manufacturer name), d4 (model #), g1 (contact office - manufacturing site). The customer's complaint that the autopulse platform (sn (B)(6)) displayed the user advisory 45 (not at "home" position after power-on/restart) advisory message upon powering on was confirmed during the functional testing and the archive data review. The root cause for the ua45 error was due to the drive shaft not being at the "home position." The ua45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, noticed that the encoder drive shaft was getting stuck intermittently. This might have caused the user difficulty pulling up the lifeband completely before turning the device on. The archive data review indicated multiple ua45 on and around the reported event date, confirming the reported complaint. The autopulse platform failed the functional testing due to ua45 displayed upon powering on. The ua was cleared by rotating the drive shaft to the home position using the admin menu, and the clutch plate was deburred to address the intermittently stuck driveshaft. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During shift check, the autopulse platform (sn 37754) displayed the user advisory (ua) 45 (not at "home" position after power-on/restart) advisory message upon powering on. Zoll instructed the customer to clear ua 45. The customer was able to clear the ua, but it immediately reoccurred when an attempt was made to use autopulse. No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(6)) for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.